Event description:
Pt was in intensive care unit on monitors: the abg in the morning was within normal limits. A second abg was taken and came at 74%, however, the hp phillips central m315oa pulse oximeter was reading 100%. A portable oximetry system was placed on pt and a 74% oxygen level was noted as a double check. Dates of use: (B)(6) 2001 - (B)(6) 2011.